Manufacturer narrative:
Continued: a.4. Weight: 138.2 lbs.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03apr2024.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV". This record is for the right side. Device has been explanted and replaced.